Event description:
Baxter czech republic reported "the clamp of the transfer set wasn't leak proof." This was noted during use. The transfer set was changed in 9/2001. In 10/2001, the patient identified an additional clamp leak. This was noted during use. The set was changed and there have been no additional difficulties. There was no patient injury or medical intervention reported by the complaint coordinator in association with either incident.